Event description:
It was reported that the insulin pump is not functioning correctly. The blood glucose reading is 250 mg/dl. Customer treated with insulin pump. The insulin pump alarmed during prime process. The drive support cap is protruded. Advised the customer that insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.